Event description:
Information was received from the manufacturer's representative regarding a trial patient. It was reported that the trial patient had pain when urinating and may have an infection. They also noted when they coughed of sneezed, they would leak. The patient was to have a visit with their doctor today. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as "alive - no injury". There were no further complications reported or anticipated.